Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menstruation irregular ("protracted /irregular bleeding / menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine and menstruation irregular outcome was unknown. The reporter considered menstruation irregular, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menometrorrhagia ("protracted /irregular bleeding / menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc (product technical complaint). Event menstruation irregular updated to menometrorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displaced essure device within uterine cavity/essure device partially displaced from the left tube into th uterine cavity'), device dislocation ('no essure visualized from the right ostium/the right essure micro insert of coils not visible/displaced essure device') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, uterine fibroid, gravida ii, parity 2 and cervical intraepithelial neoplasia ii. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menometrorrhagia ("protracted /irregular bleeding / menstrual cycles"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, device dislocation, pelvic pain, migraine and menometrorrhagia outcome was unknown. The reporter considered device dislocation, device expulsion, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007 (as per pif discrepancy noted) insertion details-left 20 coils right 0 coils quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new event essure device partially displaced from the left tube into the uterine cavity were added. New reporter, lab data, medical history, insertion details, removal details were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report